Event description:
Customer reported problem with mag 2-needing to change high voltage assembly. No pt injury.

Manufacturer narrative:
Service rep assisted customer replacing hv/control cable ordered by them on oec. System ok to use.